Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an unusual noise during the discharge of energy. There was no negative patient impact.